Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's service center regarding a system error 2367 (air in tubing), which occurred on the homechoice (hc) during use. The technical service representative (tsr) had the home patient (hp) cycle the power to press go to start and had the hp disconnect and remove cassette. The tsr assisted the hp to clear alarms and advised to contact the registered nurse (rn). There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. The home patient (hp) contacted product surveillance regarding the system error (se) 2367 (air in tubing). The hp stated that he was in the middle of therapy when the alarm sounded. The patient was connected. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The hp stated that he was able to complete therapy the following day without any difficulties. The hp had discarded the supplies. The hp did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided